Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient is a nurse practitioner and reported hives she described the irritation as red bleeding bumps. Follow up indicated the irritation improved. The patient stated she started seeing another doctor and the irritation was not related to the lifevest.